Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe integrated electro-surgical unit (iesu) generator was analyzed and the reported problem was able to be confirmed using logs to see there were various x-8a errors including 1, 2 and 3. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, unit cauterized and recognized ports/instruments. The complaint was confirmed based on the field evaluation. The probable root cause to instrument detection issue in the erbe port 2 cannot be determined based on the information provided and failure analysis results. In-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the failure analysis is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a 2-8a error occurred against the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that this error was occurring because the iesu was not able to read the instrument data. The tse advised to check the instrument energy cord, or to try using another bipolar port. The caller stated that they were going to get another instrument cable. The procedure was reportedly being completed as planned, with no reports of patient injury.